Manufacturer narrative:
The micromyst applicator box of 5 (205000ds) was not returned for evaluation; however, pictures and a video received from the customer: device history record (DHR): documentation review of DHR shows all product was manufactured and released meeting all quality criteria. Failure analysis - the video and the pictures show that there is a difference of approx. 0.5ml between the blue precursor syringe liquid and the clear syringe liquid. The video also shows that the blue solution did not gel on the surface applied (video does not show when liquid was dispensed). No actual sample was returned for evaluation of possible occlusion in one channel as communicated by the customer. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Root cause - complaint is confirmed per the video, but we are unable to determine the root cause. Duraseal stays liquid (no gel formed), however the applicator itself was not returned for review. This is undetermined as a device was not returned for evaluation. The risk remains acceptable per the risk analysis. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number (B)(4). A facility reported that the micromyst applicator (205000ds) was fitted to the duraseal (202010ds) which was not hardening after application even though all the preparation steps were done correctly. They noted a difference between the white and blue bottles of duraseal and that they believe that the white syringe channel was clogged, which would explain this difference in liquids and the non-hardening of the product. No patient injury or surgical delay has been reported.

Event description:
N/a.

Manufacturer narrative:
The micromyst applicator (205000ds) was returned for evaluation: device history record (DHR): documentation review of DHR shows all product was manufactured and released meeting all quality criteria. Failure analysis - sample returned for evaluation was submitted to testing to determine if there was an occlusion in either channel of the micromyst. The sample evaluation did not find any occlusion on either side of the micromyst device channels. Additionally, pictures and a video received were from the facility. The video and the pictures show that there is a difference of approx. 0.5ml between the blue precursor syringe liquid and the clear syringe liquid. The video also shows that the blue solution did not gel on the surface applied (video does not show when liquid was dispensed). Root cause - based on the foregoing failure analysis, the complaint is confirmed: there was no gel formed per the video. However, the sample returned showed that there was no occlusion in either channel of the micromyst device that could explain the issue reported by the customer, as such the claim for occlusion cannot be confirmed as an applicator issue. With the testing results of the returned device and with the information available, the root cause is undetermined. Per the fmea, potential causes of failure include: not following labeling, instructions for use. The risk remains acceptable per the risk analysis. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.